Event description:
Ink from the label, white 4" x 2", p/n 5300825 is peeling away from the label and settling in the heparin/saline bowl. Labels are part of a cardiac catheterization pack mfg by (B)(4). No adverse patient event occurred.